Event description:
After an atrial flutter right (r-afl) procedure (on (B)(6) 2013), it was reported that the physician stated that the patient was sent to the emergency room on either (B)(6) 2013 or (B)(6) 2013 with a myocardial infarction. The patient was admitted and had open heart surgery and was being monitored. The physician went back to review the ECG's from the case on (B)(6) 2013 and he noticed st segment elevations that were not recognized at the time of the procedure. The physician felt this incident may be procedural related.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant medical products: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: 39d-76x, serial #: (B)(4). Cool flow pump, model #: m-5491-01, serial #: (B)(4). (B)(4).